Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a non-sustained right ventricular oversensing episode. It was noted that the episode occurred the same day the patient had an unrelated fall. The physician opted not to make any changes. Patient was stable.